Event description:
Our office in europe received a report from an optician who indicated he had a patient who had been diagnosed with acanthamoeba keratitis while using oxysept 1 step disinfecting solution and oxysept 1 step neutralizing tablets (see report 2020664-2011-00009). The patient saw three different doctors between the end of (B)(6) 2010 and the beginning of (B)(6) 2011 before the diagnosis was made. No other information was provided. Additional information has been requested.